Event description:
It was reported that during interrogation the programmer crashed while trying to retrieve stored egms. Reprogramming changes to clear egms were made and normal function was restored.

Manufacturer narrative:
No medwatch form was received.